Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2002, 694765 lead, implanted (B)(6) 2008, 694765 lead implanted: (B)(6) 2009, 419588 lead, implanted: (B)(6) 2009, d154awg ICD, implanted: (B)(6) 2008. Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hematoma proved to be an infection for which the cardiac resynchronization therapy defibrillator (crt-d) system was removed. The device was noted to be eroding through the skin at explant. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.